Event description:
It was reported that during engineering evaluation, it was observed that the motor device had low rotations per minute. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose, which was caused by inserting/removing the muffler to/from the foot control device incorrectly. It was further observed that the device had low rotations per minute due to the hole in the hose. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.